Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER due to episodes of vt. After turning off tachy therapy, ventricular non-invasive electrophysiologic programmed stimulation (nips) was delivered to the patient. Several delivered series could not reduce the arrhythmia. Patient was sedated and cardioversion was performed, returning patient back to normal sinus rhythm. Device was reprogrammed. The patient tolerated the cardioversion well. Patient will continue to be monitored.